Event description:
Customer reports receiving two potential false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the second false positive result. See case-(B)(4) for alternate false positive result. Customer reports receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24356h, reader sn (B)(4)). Repeat cue tests provided negative results (frequency not provided). On (B)(6) 2022, customer tested negative with a nasal swab pcr at (B)(6) medical center. On (B)(6) 2022, customer tested negative with a second pcr performed at (B)(6). Customer has no symptoms or known exposure. Cartridges are stored within the validated temperature range

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28041b, reader sn (B)(6)). Repeat cue covid-19 test performed on (B)(6) 2023 provided a negative result. Customer experienced minor symptoms (sore throat, slight congestion) but has had no known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.